Event description:
It was reported that during an attempt to cross a chronically totally occluded lesion in the right popliteal, the tip of the guide wire separated. An attempt to snare it was unsuccessful, and the patient was sent to surgery to remove the separated portion and bypass was also done to treat the lesion. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received; however, the investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, the lesion site, which was described as a chronically totally occluded lesion likely contributed to the crossing difficulties. The guide wire was returned without blood visible, suggesting that the wire had been wiped down prior to return. There was crystallized contrast on the core and polymer coating. The reported tip separation was confirmed. The guide wire had separated 24.6 cm distal to the proximal end of the polymer coating. The separated portion was not returned. There were kinks in the core 0.5 cm distal to the proximal end of the polymer coating and 1.5 cm and 3.5 cm proximal to the separation. There was no other damage noted to the guide wire. A laser micrometer was used to measure the outer diameter of the guide wire and this met manufacturing criteria. Scanning electron microscopy (sem) analysis was performed on the separation site. The results suggest that the core failure may be attributed to a torsional overload at a bend. An overload of this type suggests the core was exposed to forces consistent with those applied through torquing and/or twisting of the proximal end of the wire with the tip of the wire being trapped, likely within the lesion site and/or associated devices. In this case, it is likely that during the attempt to cross the chronically totally occluded lesion, torquing forces were applied to the guide wire possibly while the tip was entrapped within the lesion causing the core failure. In this case, an attempt to snare the separated tip was unsuccessful, and the patient was sent to surgery to remove the separated portion and bypass was also done to treat the lesion requiring additional hospitalization. The kinks noted in the core are likely the result of pushing against resistance and/or handling during the crossing difficulty. A review of the finished device lot history records (lhr) did not reveal any nonconforming material records (ncmr) for this lot and there have been no other incidents reported for this lot. Additionally, lot release testing results were reviewed and all samples met all manufacturing criteria. Overall, the core separation and subsequent damage appears to be related to case circumstances and there is no indication of a product quality deficiency. Performance engineering will monitor the incident circumstances. Manufacturing inspects 100% of the guide wire tips after they are loaded into the dispenser, and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.